Manufacturer narrative:
Technician found the cause is that the CPR valve was damaged. Technician changed the CPR valve to resolve.

Event description:
Account reporting that the head section is not going up.